Manufacturer narrative:
This report is submitted on (B)(6) ,2022.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma (specific date not reported). The surgeon was unsuccessful in re-positioning of the magnet manually. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a surgery on (B)(6) 2022, in order to re-insert the dislodged magnet back into position. The implanted device remains. This report is submitted on august 24, 2023.